Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A sales representative reported that a doctor reported that correction after lasik surgery is not with expected target results for astigmatic and hyperopic patients. Additional information has been requested. There are multiple related reports for this facility. This report addresses the patient (B)(6) left eye and other manufacturer reports will be filed.